Event description:
Upon removing the catheter from the packaging, the tip of the catheter separated completely from the rest of the body of the catheter. The physician left the catheter inside the packaging and removed another device from inventory and continued with the procedure.

Manufacturer narrative:
Engineering eval: the neuron delivery catheter fractured at the pebax 35d/pebax 40d junction. There was no evidence of yielding prior to failure. The distal end of the catheter became lodged in the packaging card tabs while unsheathing the catheter prior to pt use. The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009. A review of the device history record (DHR) was completed on part# 1147-02 (lot# l12662) and sub-assembly part #0918-02 (lot# l12507). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. (B)(4). (B)(4). Visual failure could not be attributed to the incident as all parts that failed visual inspection have been rejected and all parts released met specifications. No other anomalies were found with this lot due to the mfg process. The parts released in this lot met process requirement.